Event description:
Note: this report pertains to one of two devices used simultaneously. Manufacturer report # 3005099803-2011-03790 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used (it is unknown if the devices were used during a procedure). According to the complainant, the generator's monopolar "blend" mode functioned intermittently. The active cord was replaced, which did not resolve the issue. The console was then replaced, after which the system was reported to function properly.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during a colonoscopy with snare polypectomy performed on (B)(6) 2011. According to the complainant, the monopolar "blend" mode worked intermittently during removal of a polyp, which resulted in bleeding due to insufficient cautery. The active cord in use was replaced, but this did not resolve the issue. Ultimately the bleeding was stopped using a hemostatic clip, thus completing the procedure, after which the patient was reported to be "okay."

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. (B)(4) for the reported event: intermittent output in "blend" mode. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The following blocks have been updated with additional information.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during a colonoscopy with snare polypectomy performed on (B)(6), 2011. According to the complainant, the monopolar "blend" mode worked intermittently during removal of a polyp, which resulted in bleeding due to insufficient cautery. The active cord in use was replaced, but this did not resolve the issue. Ultimately the bleeding was stopped using a hemostatic clip, thus completing the procedure, after which the patient was reported to be "okay."

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during a colonoscopy with snare polypectomy performed on (B)(6), 2011. According to the complainant, the monopolar "blend" mode worked intermittently during removal of a polyp, which resulted in bleeding due to insufficient cautery. The active cord in use was replaced, but this did not resolve the issue. Ultimately the bleeding was stopped using a hemostatic clip, thus completing the procedure, after which the patient was reported to be "okay."

Manufacturer narrative:
Visual evaluation of the returned device found the foot switch to be in good physical condition. Both pedals functioned properly. The foot switch and unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device is not consistent with the complaint of intermittent energy; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Manufacturer narrative:
Corrections: (B)(4). Device manufactured date is 6/05/2006.